Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 631 mg/dl at the time of the event. The customer was treated with a manual injection. The customer does not experience any symptoms. The customer also reported a stuck button alarm. Troubleshooting was performed and found that the auto mode feature was not active at the time of the event but the pump was used within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The pump will be returned for analysis.